Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with no capture, undersensing and no sensing on electrograms (egm) and noise on the atrial lead causing multiple inappropriate atrial tachycardia (at) /atrial fibrillation (af) episodes. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.